Manufacturer narrative:
Additional information was received that the reason for revision was due to lead migration. It was noted that the patient was feeling stimulation in her stomach and ribs. The patient underwent a revision procedure wherein one new lead was implanted. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 18743795 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.